Event description:
It was reported that during a hemorrhoidectomy procedure, the staples did not form. New instrument was opened to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.